Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified. There was no adverse event that resulted from the damaged belt.